Manufacturer narrative:
At this time, this product has not been returned. If this product is returned, analysis will be performed and this report will be updated upon completion of analysis.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted. No additional adverse patient effects.